Event description:
It was initially reported that during a stage 1 trial of the neurostimulators, high impedances were observed (>10,000 ohms tested at 0.7 volts) on all contacts. This was observed just before wound closure of the testing. It was noted that the patient felt the stimulation. The lead was cleaned and re-tested but high impedances were still seen. The extension component was disconnected, cleaned and the lead tested alone but all had the same high impedance result. Impedance testing was also performed at 0.25 volt with the impedances values noted as >4000 ohms. All connections were then cleaned and repeat testing had the same outcome. The lead was then taken out and a new lead inserted and impedances tested starting at 0.7 volts but all contacts came back with values of >10,000 ohms. The reference electrode was changed from #0 to 1 but testing still showed values of >10,000 ohms. Running the impedance test at 3.0 volts still showed out of range values. The procedure was then abandoned and the leads removed. No patient injuries were reported. Follow up information received on (B)(4), 2010 clarified that the leads were correctly positioned and that the patient could feel the stimulation in all the correct areas. It was noted that the ¿device¿ was later the impedances were tested in a saline solution which showed they ¿were fine¿. It was also tested on another patient and was noted ¿it was fine¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3877-75, lot# 0204223525, implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3877-75, lot# 0204242502, implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3877-75, lot# 0204223525, implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3877-75, lot# 0204242502, implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type lead. Analysis of lead model 3877-75, lot# 0204223525 showed no anomalies. Analysis of lead model 3877-75 lot# 0204242502 showed no anomalies. (B)(4).

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.